Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance measurements of greater than 3000 ohms, loss of capture, and failure to sense. A conductor fracture is suspected by the health care professional (hcp). A request was made to have available device data analyzed by boston scientific technical services (ts). This has not yet been done. No adverse patient effects were reported. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance measurements of greater than 3000 ohms, loss of capture, and failure to sense. A conductor fracture is suspected by the health care professional (hcp). Subsequently, the physician elected to turn off this left bipolar lead and program right-only pacing. This lead remains in-service.